Event description:
A surgeon reported that a (B)(6) male was undergoing the removal of implanted components of a total shoulder replacement due to damage and severe infection. It was reported that a zimmer pulsavac plus ac hip kit, using isotonic irrigation, and betadine solution were being used for irrigation. At an unk time into the procedure, it was reported that the pt went into cardiac arrest. The pt was resuscitated and taken to the recovery room without completion of the procedure. It was reported that thirty six hours following the surgical procedure, the pt went back into cardiac arrest and expired. The surgeon questioned if the cardiac arrest may have been caused by gaseous emboli from micro bubbles created by the pulse lavage, as he had a similar problem using a syringe and oxygenated water. There was no report that mirco bubbles were observed at the time of the incident. The surgeon requested info from zimmer regarding whether similar events have been reported. A review of zimmer's complaint database did not reveal any other reports of this nature. Add'l info received from the surgeon on (B)(6) 2012 indicated that subsequent to the pt's expiration, there was no diagnostic tests to confirm the presence of a gaseous embolus and a definitive cause of the reported cardiac arrest was not available. It was also reported that the surgeon was unaware of any autopsy results.

Manufacturer narrative:
The actual device associated with the incident was discarded by the surgeon and the lot number was not retained, precluding further analysis of the device or unused devices from the same lot. Zimmer is currently investigating the reported event. A f/u MDR will be submitted once the investigation has been completed.